Event description:
It was reported that bd phaseal¿ injector luer lock n35c leaked during use. The following information was provided by the initial reporter: the compounding unit are sending in a complaint about a injector that are leaking and you couldn't inject anything through it. They couldn't see any damage on it and they are saying it look good and ok. But it leaked and it where a kind of "vacuum" and you couldn't inject any cytotoxic through the injector. Update the 9th of march: when administering im bleomycin, I notice that the syringe is leaking and the drug in the syringe drips to the side. So no drug enters the patient. I remove the syringe to see if I can see any error in the connection with pha seal or the needle. I change the cannula and try again, I administer about 1 ml of the drug again but when I release a little finger there is a back suck in the pha seal clutch and the syringe goes back to the ml where I started on, so no drug has been administered. - patient with mdg treatment, when the 5-fu syringe is to be switched on, it is not possible to thread the phaseal connection. A colleague may replace the phaseal injector to a new one in the capinet. - when fluorouracil syringe is to be given, it is signed in a secure injection valve phaseal luerlock and starts injecting, then immediately detects that it is leaking a few drops. - phaseal on the flv syringe did not work, the blue part could not be pressed down. The syringe had to be given without phaseal.

Manufacturer narrative:
H.6. Investigation: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1908104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product undergoes inspections throughout the manufacturing process. Six retained samples of the same lot were used for additional evaluation. The samples were visually inspected, no damage or defects was observed on any of the injectors. Dimensional testing was completed, verifying the luers were within required specification. Three of the samples were functionally tested, solution was withdrawn from a vial, then connecting the syringe and injector to sample connectors. In all cases the product functioned properly, luer connections were secure, liquid passed through the system without issue, and no leakages were identified. Leakage testing was then performed on the three additional retained samples to ensure the quality of the membrane. All results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35c leaked during use. The following information was provided by the initial reporter: the compounding unit are sending in a complaint about a injector that are leaking and you couldn't inject anything through it. They couldn't see any damage on it and they are saying it look good and ok. But it leaked and it where a kind of "vacuum" and you couldn't inject any cytotoxic through the injector. Update the 9th of march: when administering im bleomycin, I notice that the syringe is leaking and the drug in the syringe drips to the side. So no drug enters the patient. I remove the syringe to see if I can see any error in the connection with phaseal or the needle. I change the cannula and try again, I administer about 1 ml of the drug again but when I release a little finger there is a back suck in the phaseal clutch and the syringe goes back to the ml where I started on, so no drug has been administered. Patient with mdg treatment, when the 5-fu syringe is to be switched on, it is not possible to thread the phaseal connection. A colleague may replace the phaseal injector to a new one in the capinet. When fluorouracil syringe is to be given, it is signed in a secure injection valve phaseal luerlock and starts injecting, then immediately detects that it is leaking a few drops. Phaseal on the flv syringe did not work, the blue part could not be pressed down. The syringe had to be given without phaseal.